Manufacturer narrative:
Section h4: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file did not confirm the report of low flow alarms. A specific cause for the report of ventricular tachycardia and low flow alarms could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(4), could not be conclusively established. The submitted log file contains data from (B)(6) 2019 03:41:30 pm through (B)(6) 2019 04:59:34 pm. Pump power ranged between 6.1 and 8.9 w, estimated flow ranged between 3.9 and 8.0 lpm, and average pi ranged between 2.8 and 7.1. A total of 102 pi events were observed from 12:49:43 pm on (B)(6) 2019 through the remainder of the log files. The pump appeared to have functioned as intended above the low speed limit throughout the duration of the data. It was reported that the patient was having ventricular tachycardia and pi events with low flow. Audible low flow alarms were reported, and labs were drawn. The only abnormal lab was potassium at 3.4, and a tee was considered but not performed. The patient¿s mean arterial pressure was 54, and she was exhibiting symptoms of lightheadedness, dizziness, and palpitations. It was later reported that the cause of the arrythmia, low flows, and pi events were not known. The patient was in the ICU being evaluated by electrophysiology for a possible ICD. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having ventricular tachycardia and pulsatility index events with low flows. Log files were sent for review, labs were draw, and a transesophageal echocardiogram was being considered but was not performed. Her doppler mean arterial pressure is 54, and she is very lightheaded. Log file analysis noted that the pump speed recordings below the set speed are all associated with pulsatility index events which are normal. Runs of ventricular tachycardia can cause pulsatility index events to occur. The file did capture frequently occurring pulsatility index events on (B)(6) 2019. The log file indicated that the patient had not connected to power module/mobile power unit power during this history. This indicates the patient is sleeping on battery power. There were no other unusual events recorded in the log file. The mechanical circulatory support equipment is operating as intended. The patient experienced lightheadedness, dizziness, and palpitations. The cause of the arrhythmia, pi events, and low flows have not been identified at this time. Only abnormal electrolyte was potassium at 3.4 millimoles/liter (replaced). The patient is currently in the intensive care unit being evaluated by electrophysiology for possible implantable cardioverter-defibrillator.